Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed a notification on the pump indicating that it could not be used and the pump stopped all insulin delivery. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy.